Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker went from a battery status of 12.5 years remaining to 8.5 years remaining within 8 months, which, was felt to be depleting sooner than expected. Pacing impedance measurements were noted to be stable and within normal limits. Boston scientific technical services (ts) reviewed a copy of device memory and noted no codes were recorded, however, confirmed that the behavior was not as expected and recommended device replacement. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities other than minor scratches on the case. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker went from a battery status of 12.5 years remaining to 8.5 years remaining within 8 months, which, was felt to be depleting sooner than expected. Pacing impedance measurements were noted to be stable and within normal limits. Boston scientific technical services (ts) reviewed a copy of device memory and noted no codes were recorded, however, confirmed that the behavior was not as expected and recommended device replacement. The device was explanted and replaced. No additional adverse patient effects were reported.